Event description:
Healthcare professional reported left side "discomfort", rupture, and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort, capsular contracture baker grade IV, and deflation.

Event description:
Healthcare professional reported left side "discomfort", rupture, and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed in the surface. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side "discomfort", rupture, and capsular contracture baker grade IV. The device has been explanted.